Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), dyspareunia ("pain during intercourse") and back pain ("back pain"). The patient was treated is scheduled to undergo a hysterectomy and bilateral salpingectomy. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginitis and palpitations. (B)(6) 2017- final microscopic diagnosis: endometrium; biopsy: secretory phase endometrium. No hyperplasia or malignancy identified. Endocervix; curettage: benign endocervical mucosa (B)(6) 2017- final diagnoses: leiomyoma of uterus, unspecified (B)(6) 2017-final microscopic diagnosis: uterus, ovaries, and fallopian tubes, laparoscopic total hysterectomy with bilateral salpingo-oophorectomy right fallopian tube, (a): fallopian tube with benign paratubal cyst left fallopian tube, (b): fallopian tube with benign paratubal cyst uterus and cervix, (c): cervix: benign mucin retention cysts endometrium: secretory phase, negative for hyperplasia or carcinoma myometrium: leiomyoma without atypia. Previously administered products included for an unreported indication: levonorgestrel, medroxyprogesterone acetate and mirena. Concurrent conditions included dyspnea, chest pain, nasal congestion, otalgia, vertigo, numbness in hand, pain localized, uterine leiomyoma, nabothian cyst, esophageal reflux, headache, seasonal allergy, prediabetes, uterus enlarged, paratubal cyst and retention cyst. Concomitant products included paracetamol (tylenol) since december 2013. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dysgeusia ("metal taste"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vagina)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes") and experienced hot flush ("hot flashes") and mood swings ("mood changes"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions-itchy dry patches on legs, stomach & hands"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight gain/ loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping, pain, lower abdomen"), back pain ("back pain, lower back pain") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation on (B)(6) 2017 and hysterectomy and bilateral salpingectomy, cystoscopy/hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, migraine, allergy to metals and dysgeusia had resolved and the genital haemorrhage, dyspareunia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, nausea, dysmenorrhoea, vaginal discharge, alopecia, weight fluctuation, weight increased, hot flush and mood swings outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (as per summons & mr) and (B)(6) 2013 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: confirming that the coils were in position. Bilateral occlusion. That I was good and that the liquid did not pass through.; on (B)(6) 2013: occluded fallopian tubes, post essure.. Pregnancy test - on an unknown date: unknown. Lot number: a63340 manufacturing date: 2012/10 expiration date: 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: pfs received. New event hot flashes and mood swing were added. Events start date updated, new reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginitis and palpitations. (B)(6) 2017- final microscopic diagnosis: endometrium; biopsy: -secretory phase endometrium. -no hyperplasia or malignancy identified. Endocervix; curettage: -benign endocervical mucosa (B)(6) 2017- final diagnoses: leiomyoma of uterus, unspecified (B)(6) 2017-final microscopic diagnosis: uterus, ovaries, and fallopian tubes, laparoscopic total hysterectomy with bilateral salpingo-oophorectomy right fallopian tube, (a): - fallopian tube with benign paratubal cyst left fallopian tube, (b): - fallopian tube with benign paratubal cyst uterus and cervix, (c): - cervix: benign mucin retention cysts - endometrium: secretory phase, negative for hyperplasia or carcinoma - myometrium: leiomyoma without atypia. Previously administered products included for an unreported indication: levonorgestrel, medroxyprogesterone acetate and mirena. Concurrent conditions included dyspnea, chest pain, nasal congestion, otalgia, vertigo, numbness in hand, pain localized, uterine leiomyoma, nabothian cyst, esophageal reflux, headache, seasonal allergy, prediabetes, uterus enlarged, paratubal cyst and retention cyst. Concomitant products included paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dysgeusia ("metal taste"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vagina)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes") and experienced hot flush ("hot flashes") and mood swings ("mood changes"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions-itchy dry patches on legs, stomach & hands"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight gain/ loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping, pain, lower abdomen"), back pain ("back pain, lower back pain") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation on (B)(6) 2017 and hysterectomy and bilateral salpingectomy, cystoscopy/hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, migraine, allergy to metals and dysgeusia had resolved and the genital haemorrhage, dyspareunia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, nausea, dysmenorrhoea, vaginal discharge, alopecia, weight fluctuation, weight increased, hot flush and mood swings outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (as per summons & mr) and (B)(6) 2013 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: confirming that the coils were in position. Bilateral occlusion. That I was good and that the liquid did not pass through.; on (B)(6) 2013: occluded fallopian tubes, post essure.. Pregnancy test - on an unknown date: unknown. Lot number: a63340, manufacturing date: 2012/10, expiration date: 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: pfs received. New event hot flashes and mood swing were added. Events start date updated, new reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and vaginitis. Previously administered products included for an unreported indication: medroxyprogesterone acetate. Concurrent conditions included dyspnea, chest pain, nasal congestion, otalgia, vertigo, numbness in hand and pain localized. Concomitant products included paracetamol (tylenol) since (B)(6) 2013. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dysgeusia ("metal taste") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vagina)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight gain/ loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping, pain, lower abdomen"), dyspareunia ("pain during intercourse"), back pain ("back pain, lower back pain") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation on (B)(6) 2017 and scheduled to undergo a hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, migraine, allergy to metals and dysgeusia had resolved and the genital haemorrhage, dyspareunia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, nausea, dysmenorrhoea, vaginal discharge, alopecia and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Pregnancy test - on an unknown date: unknown. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: hair loss, dysphagia, lower abdominal pain, nausea, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received: new events hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), rashes or skin conditions, migraines / headaches, nausea, nickel allergy, metal taste, dysmenorrhea (cramping), vaginal discharge, hair loss, weight gain/ loss. Outcome for the events abnormal bleeding (vaginal, menorrhagia), nickel allergy, metal taste, migraines, pain-lower abdomen, pelvic and lower back updated to recovered / resolved. Patient dob, demographics, reporter information, concomitant conditions, medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and back pain ("back pain"). The patient was treated with surgery (scheduled to undergo a hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginitis and palpitations. (B)(6) 2017- final microscopic diagnosis: endometrium; biopsy: secretory phase endometrium. No hyperplasia or malignancy identified. Endocervix; curettage: benign endocervical mucosa. (B)(6) 2017- final diagnoses: leiomyoma of uterus, unspecified. (B)(6) 2017-final microscopic diagnosis: uterus, ovaries, and fallopian tubes, laparoscopic total hysterectomy with bilateral salpingo-oophorectomy. Right fallopian tube, (a): fallopian tube with benign paratubal cyst. Left fallopian tube, (b): fallopian tube with benign paratubal cyst. Uterus and cervix, (c): cervix: benign mucin retention cysts endometrium: secretory phase, negative for hyperplasia or carcinoma. Myometrium: leiomyoma without atypia. Previously administered products included for an unreported indication: levonorgestrel, medroxyprogesterone acetate and mirena. Concurrent conditions included dyspnea, chest pain, nasal congestion, otalgia, vertigo, numbness in hand, pain localized, uterine leiomyoma, nabothian cyst, esophageal reflux, headache, seasonal allergy, prediabetes, uterus enlarged, paratubal cyst and retention cyst. Concomitant products included paracetamol (tylenol) since (B)(6) 2013. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dysgeusia ("metal taste") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vagina)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight gain/ loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping, pain, lower abdomen"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain, lower back pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2017 and hysterectomy and bilateral salpingectomy, cystoscopy/hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, migraine, allergy to metals and dysgeusia had resolved and the genital haemorrhage, dyspareunia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, nausea, dysmenorrhoea, vaginal discharge, alopecia, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (as per summons & mr) and (B)(6) 2013 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in september 2013: confirming that the coils were in position. Bilateral occlusion. That I was good and that the liquid did not pass through.; on (B)(6) 2013: occluded fallopian tubes, post essure.. Pregnancy test - on an unknown date: unknown. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: hair loss, dysphagia, lower abdominal pain, nausea, back pain, pelvic pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: fu 4 & 5 were processed together. Pfs received- new event weight gain was added. Lab data was updated. Reporter's information was added. On 2-jan-2020: mr received- lot number was added. Medical history and lab data were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginitis and palpitations. (B)(6) 2017- final microscopic diagnosis: endometrium; biopsy: -secretory phase endometrium. -no hyperplasia or malignancy identified. Endocervix; curettage: -benign endocervical mucosa. (B)(6) 2017. Final diagnoses: leiomyoma of uterus, unspecified (B)(6) 2017-final microscopic diagnosis: uterus, ovaries, and fallopian tubes, laparoscopic total hysterectomy with bilateral salpingo-oophorectomy right fallopian tube, (a): - fallopian tube with benign paratubal cyst. Left fallopian tube, (b): - fallopian tube with benign paratubal cyst. Uterus and cervix, (c): - cervix:. Benign mucin retention cysts. - endometrium: secretory phase, negative for hyperplasia or carcinoma. - myometrium: leiomyoma without atypia. Previously administered products included for an unreported indication: levonorgestrel, medroxyprogesterone acetate and mirena. Concurrent conditions included dyspnea, chest pain, nasal congestion, otalgia, vertigo, numbness in hand, pain localized, uterine leiomyoma, nabothian cyst, esophageal reflux, headache, seasonal allergy, prediabetes, uterus enlarged, paratubal cyst and retention cyst. Concomitant products included paracetamol (tylenol) since (B)(6) 2013. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dysgeusia ("metal taste") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vagina"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight gain/ loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping, pain, lower abdomen"), dyspareunia ("pain during intercourse/dyspareunia painful sexual intercourse"), back pain ("back pain, lower back pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2017 and hysterectomy and bilateral salpingectomy, cystoscopy/hysterectomy partial). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, vaginal haemorrhage, migraine, allergy to metals and dysgeusia had resolved and the genital haemorrhage, dyspareunia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, nausea, dysmenorrhoea, vaginal discharge, alopecia, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (as per summons & mr) and (B)(6) 2013 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: confirming that the coils were in position. Bilateral occlusion. That I was good and that the liquid did not pass through.; on (B)(6) 2013: occluded fallopian tubes, post essure. Pregnancy test - on an unknown date: unknown. Lot number: a63340, manufacturing date: 2012/10, & expiration date: 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.